Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Manufacturer representative confirmed the issue. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2017. The issue was resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.